Manufacturer narrative:
(B)(4); system updates pending. Result: known inherent risk of procedure. (B)(4). Per the instructions for use, conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, in addition to the procedure itself, patient factors (rbbb) likely contributed to the chb post valve deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2016-00246.

Event description:
During the tavr procedure, following deployment of a 23mm sapien 3 valve, the patient developed complete heart block. Postoperative day (pod) 1, the patient expired during the procedure to implant a permanent pacemaker (ppm). During the procedure, following valve deployment, the patient developed chb and required continued pacing. Post deployment tte indicated excellent valve position and function. The guidewire and delivery system were removed and the right common femoral arteriotomy site was closed. A small femoral artery injury was noted, but no actions were required at that time. The esheath was removed and hemostasis was obtained by manual pressure at the access site. The patient was transferred to the cvt unit in stable condition with the temporary pacer in place. The temporary pacer remained in place over night and the patient returned to native sinus rhythm with underlying rbbb. The temporary pacer was removed and pacing pads were placed. Shortly after the temporary pacer was removed, the patient had an asystolic pause and poor capture with the pacing pads. The patient was brought to the catheterization lab for implant of a permanent pacemaker. During a catheter exchange, it was noted that the arterial sheath in the left radial artery was occluded with thrombus. A new sheath was placed, but also became occluded with thrombus. A sheath was placed in the left common femoral artery. Following the repair of the femoral artery injury, an aspiration thrombectomy was performed in the left radial artery to restore an arterial pulse in the radial artery. The patient then became unresponsive with a severe metabolic acidosis, and hypotension. CPR was initiated with multiple doses of life-saving medications and prolonged resuscitative support. The pacing wire was advanced; however, rhythm could not be restored and tte indicated no cardiac activity. The patient was pronounced dead following the 5 hour procedure. The cause of death was reported to be "natural causes due to the patient's advanced comorbidities and severe underlying illnesses". It was perceived that the tavr procedure and the patient's pre-existing rbbb contributed to the chb.